Manufacturer narrative:
Date sent to the FDA: 7/27/2022. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent a laparoscopic bilateral inguinal hernia repair on (B)(6) 2020. No additional information was provided.